Manufacturer narrative:
Summarized patient outcomes/complications of trifecta and trifecta gt implant were reported in a research article in a subject population with multiple co-morbidities including[pulmonary regurgitation, endocarditis, pulmonary stenosis, pulmonary atresia. Of the 1228 patients whom were reviewed, two deaths within 30 days of the implant or reoperation procedure were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. The root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Related manufacturer report: 2135147-2023-00486-0.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Outcomes attributed to adverse event: date of death is estimated as the date of the patient's death was not provided.

Event description:
The article, "modes of failure of trifecta aortic valve prosthesis", was reviewed. This article is a retrospective single study experience that aims to describe and discuss the modes of failure of trifecta valves in a larger population of patients. Trifecta or trifecta gt were associated with this study. ER incidence of valve dysfunction at mid-term follow-up. Our experience showed that this mode of failure was often independent of leaflet(s) calcification. Trifecta gt valves exhibited a lower probability of early failure, but the population size and the available follow-up are still limited.[the primary author of this article is pietro giorgio malvindi, md, wessex cardiothoracic centre, department of cardiac surgery, university hospital southampton, southampton, UK, the corresponding author is suvitesh luthra, md, cardiothoracic centre, university hospital southampton, tremona road, southampton so16 6yd, UK; e-mail: drsl00@gmail.com].